Event description:
Reportedly, devices could not be interrogated with the subject programmer. This programmer also encountered several issues: problem observed with a couple of programming telemetry heads: when booting up, a message stating that the head is not connected is displayed, whereas the head is properly connected. When cancelling the message, it is possible to interrogate a device. Message of instability of the system was displayed. The system is slow. Once, the programmer screen was frozen. The right axis is missing. Preliminary analysis of the returned programmer showed that the mother board is damaged and that there is a loose connection on the cpr3 port (to connect the inductive telemetry head).

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, devices could not be interrogated with the subject programmer. This programmer also encountered several issues: problem observed with a couple of programming telemetry heads: when booting up, a message stating that the head is not connected is displayed, whereas the head is properly connected. When cancelling the message, it is possible to interrogate a device. Message of instability of the system was displayed. The system is slow. Once, the programmer screen was frozen. The right axis is missing. Preliminary analysis of the returned programmer showed that the mother board is damaged and that there is a loose connection on the cpr3 port (to connect the inductive telemetry head).